Event description:
A report was received that the patient experienced a staphylococcal infection at the lead and pocket sites. The physician prescribed keflex. The patient is reportedly doing well after the treatment.

Manufacturer narrative:
Patient's weight not available. Device remained in patient. A review of the sterilization records of the ipg and the leads found them to be satisfactory. This is a final report.